Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The damage observed is not consistent with typical use and clearly damaged as a result of impact. The lcd display was replaced and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.